Event description:
No capture and no telemetry were reported. The device was explanted. It subsequently tested out of specification consistent with the notification advisory for this device. No patient complications have been reported as a result of this event.